Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2022-09615. The investigation is ongoing. Hdevice evaluated by MFR: device not available for return.

Event description:
As reported from a clinical trial, during a transfemoral transcatheter aortic valve replacement (tavr) procedure of a 23mm sapien x4 valve, the 23mm x4 delivery system with 23mm sapien x4 valve was unable to advance through the 14fr esheath. The entire system was withdrawn as one unit and a second 23mm x4 delivery system and 23mm sapien x4 valve was prepped along with a 16fr esheath. The second system was unable to advance through the 16fr esheath. The entire system was withdrawn as one unit. To complete the procedure, a decision was made to use a 23mm commander delivery system along with a 23mm sapien 3 ultra valve and 16fr esheath+. The sapien 3 ultra valve was implanted successfully. An abdominal runoff was performed which revealed a dissection at the right femoral artery (rfa) access site. A decision was made to balloon using a non-edwards device. It was inflated at 5atm and the dissection was resolved. Neuro checks were also performed and the patient left the cath lab in stable condition. Additional information was received revealing there was resistance more than anticipated during advancement of the 23mm commander delivery system with 23mm sapien 3 ultra valve through the 16fr esheath+. It is possible that the difficulty advancing the delivery system with valve through the 16fr esheath+ caused or contributed to the dissection.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for review. Review of the imagery revealed undersized vessels and calcification in the patient's right access vessel. The procedural imagery showed the crimped valve at the esheath+ distal tip and it was observed to be further advanced past the c-marker and navigating towards the aortic arch. No observable resistance was noted. Additional imagery of the esheath+ removal was provided showing no resistance during removal. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no indication that a manufacturing non-conformance would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ and delivery system usage. Per the IFU/training manuals, it notes to use caution for use of the esheath+ in vessels that have diameters less than 6 mm as it may preclude safe placement of the 16fr esheath+. It notes to use caution in tortuous or calcified vessels that would prevent safe entry of the esheath+. It also notes that push force can vary due to angle of access and insertion, transcatheter heart valve (thv) size, vessel diameter, tortuosity and degree of calcification. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for difficulty advancing the delivery system with valve through the esheath+ was unable to be confirmed based on the provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. As reported, "it was noted by the physician after further case review that there was resistance more than anticipated during advancement of the 23mm commander delivery system with 23mm sapien 3 ultra valve through the 16fr esheath+." Per the imagery review, calcification and undersized vessels were observed in the patient's right access vessel with no observable resistance while the crimped valve exited the esheath+ tip. Per the training manual, "push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification." Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and further contribute to resistance during the advancement of the delivery system. However, as the location of the alleged resistance is unknown, neither of these patient factors could be confirmed. In this case, a definitive root cause was unable to be determined; however, available information suggests that patient factors (calcification and vessel size) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.